Event description:
It was reported that ongoing intermittent occlusion alarms occurred. System check was performed by tandem technical support and reportedly, the customer was not following the proper air removal steps and had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer to follow the proper air removal steps and that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.